Event description:
The customer reported that the silicone layer of a tego¿ connector gets torn at the screw thread. The issue occurred from 23rd to 27th of june 2025. The tego was already in use or was put into use. The tego in question was placed on june 23 and/or 24. The number of treatments performed with the tego in question before the problem occurred was 0 to 3. The tego was removed immediately after discovering the problem. Nothing was used in combination to the tego. They can generally get the tego off easily. They only exchanged it for a different tego. There were no medical devices available that can be used with the tego and that may be used in investigating the cause. No patient blood loss. The patient did not require additional treatment and there was no report of any human harm.

Manufacturer narrative:
The device is available for return; however, it has not yet been received. Additional contact: (B)(6).

Manufacturer narrative:
Updated information in d9. The reported complaint of a torn seal could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.